Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged error code present in display. There was no report of patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The customer's complaint was not confirmed. There was one error- continue error found with heater plate. In addition that, the device was scrapped.